Event description:
Keypad button presses do not activate intended pump response. A family member reported that the ok keypad button became stuck during priming of the pump, and the pump continued to prime after the ok button was released. She noted that the pt was disconnected from the infusion set during priming, and there was no reported adverse event associated with this complaint. The family member stated that she had to press the ok button multiple times with excessive force to get it to release and stop priming. She reported that all other keypad buttons feel normal and click when pressed. The family member confirmed that the keypad is intact; and denied exposing the pump to water and cleaning products.

Manufacturer narrative:
The pump has not returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.